Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Review of the logfile shows control module power malfunction- the mains was still present, most likely the 'pdu fan tray and dcps' (psu-1) is malfunctioning. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found no led indicator illuminated on the control room module next to the power button and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the system power supply responsible for powering the pdu¿s cpu was non-functional. To resolve the issue, the fse replaced ps/fan tray assembly. The defective part was returned for analysis, for pdu fantray and dcps malfunction was observed, and the failure was found to be defective power supply. Due to manufacturing issues, the power supply may not function as intended, leading to issues with the system's functionality. Philips has initiated a field safety corrective action (2024-igt-bst-024). After implementation, the system was returned to use in good working order. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.